Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, h4 the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the glenoid implant is loose. There is no evidence of humeral implant loosening. Alignment is overall maintained. Bone quality is osteopenic. The location appears somewhat more superior than usual with scalloping of the scapular margin but correlation with earlier images would be needed to evaluate displacement or if there was initial malposition. There is radiolucency along the glenoid implant which is loose. A definitive root cause cannot be determined. The reported event is confirmed by mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 13 months post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent a revision procedure approximately 13 months post implantation due to baseplate loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.